Event description:
It was reported that the patient was hospitalized due to redness and swelling at the ipg and lead site. The patient suffered from incontinence and physician believed that was most likely the reason for the redness and swelling. The patient was placed on antibiotics and is currently doing well. No further action is needed at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI . Upn: m365sc2408560. Model: sc-2408-56 . Serial: (B)(4). Batch: 7077404/7077410.